Event description:
It was reported that the lead impedance warning sounded and the lead showed noise with manipulation. There were variable impedances and capture observed and a fracture was suspected. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed.